Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior, white calcification in the device and yellow biological tissue in the shell. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, stress marks, creases fold and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.